Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: singapore. It was reported that the tip broke off during surgery. It was retrieved and taped to the instruments.

Manufacturer narrative:
Investigation the investigation was carried out visually. The analysis of the fracture pattern illustrated a forced fracture due to overload. No pores, inclusions or foreign bodies could be found on the point of rupture. The pusher shows heavy signs of wear and tear. Batch history review the device quality and manufacturing history records have been checked for the available lot numbers. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. Rational this kind of instruments is designed for delicate use only. It is liable a mechanical overload situation led to the breakage, which is also confirmed by the deformed pusher. Corrective action according to (B)(4) CAPA is not necessary.